Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 135 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer was not fasting at time of call. The product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is (B)(6)2020 d open vial date is (B)(6)2019. The meter memory was reviewed for previous test result history: result 1: 102 mg/dl date: 6/20 time: 6:54am fasting result 2: 135 mg/dl date: 6/19 time: 4:06pm fasting result 3: 108 mg/dl date: 6/19 time: 7:29am fasting result 4: 81 mg/dl date: 6/18 time: 6:19pm fasting result 5: 126 mg/dl date: 6/18 time: 7:23am fasting.

Manufacturer narrative:
(Manufacturer narrative = f, corrected data = t) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI:(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 135 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer was not fasting at time of call. The product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 09/26/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).